Event description:
Valve reportedly explanted due to severe calcification after implant duration of four years and three months.

Manufacturer narrative:
Evaluation summary: evaluation of the returned valve found calcification and host tissue overgrowth. The host tissue overgrowth has fused the leaflets together. Note: both calcification and host tissue overgrowth are patient related.